Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited low sensing. It was further noted from x-ray that the lead was dislodged. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of dislodgement and p-wave amp variation were not confirmed. As received, a complete lead was returned in one piece for analysis with lead helix extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination found the helix was bent which is consistent with procedural damage. No other anomalies were found.